Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint; however, failure analysis has not completed their investigation.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had a damaged conductor wire. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument had the conductor wire dislodged from the connector pin, on the energy instrument identification board, inside the housing on the proximal end. The instrument failed the electrical continuity test. The conductor wire length measured 2.36 in. Which is shorter than the manufacturing specifications. A short conductor wire pulls the slack and causes tension in the wire, which can contribute to the conductor wire getting pulled and dislodged from the connector pin. The conductor wire was reinserted on the connector pin, and it passed the electrical continuity test. Common causes of dislodged-proximal conductor wire - bipolar is attributed to the manufacturing process. If the conductor wire is shorter than the specification it can get dislodged from the pin on the instrument¿s energy identification board, located inside the housing at the proximal end of the instrument as the instrument gets used over time.